Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy¿ was selected for use to treat the lesion. However, during preparation, when the device was unpacked and attempted to be removed from the hoop, the stent struts were already deformed. The procedure was completed with a 3.5 non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. A synergy ous, mr 3.5x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe stent damage; stent struts were stretched and pulled from proximal row 4 in a distal direction over the distal markerband and bumper tip. A profile measurement was taken on the undamaged section of the stent and it measured within. This indicates that there was no issue with the crimped stent profile of the complaint device. Based on the complaint report and the analysis performed the damage noted most likely occurred due to the incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink on the shaft polymer extrusion at 90mm proximal of the port site entry. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy was selected for use to treat the lesion. However, during preparation, when the device was unpacked and attempted to be removed from the hoop, the stent struts were already deformed. The procedure was completed with a 3.5 non-bsc device. No patient complications were reported.